Event description:
Pt's daughter contacted pt services to inquire if her father's ICD was working properly as patient had expired and clinic "confirmed no shocks were delivered". Pt expired on (B)(6) 2023. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).